Event description:
Patient's legal counsel reports patient underwent left hip replacement on an unknown date in (B)(6) 2006. Legal counsel further reports patient allegations of pain and elevated cobalt and chromium blood levels. Surgical revision has been suggested; however, no revision has been reported to date. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09009 and -09010).